Manufacturer narrative:
The technician adjusted the hi/low limit switches to repair the bed.

Event description:
Information received indicates the bed will not go into trendelenburg. He said that he can pull the hook down, release it and then the bed will go into trend. Once this has been done, the bed will go into trend until he lowers the bed all the way down, then the bed will not go into trend until he manually pulls the hook again.